Event description:
Meter name: one touch ii. Strip name: one touch strips. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: dizzy. A pt reported they have not been able to obtain a reading for the last 2 months. Their meter allegedly would only prompt message "redo". There were no results on their meter. There was no comparison. There were no other tests done from other sources. Not treated. No further info has been reported.